Event description:
On (B)(6) 2013 the physician reported that the patient received a new vns system on (B)(6) 2013. During surgery it was found that the electrode appeared ¿och¿ and worn. Also, the surgeon ruptured the electrode near the generator; probably because it was so fragile. There was no manifest electrode break observed during surgery and no x-rays had been taken. It was reported that the electrode was 14 years old and ¿it was time to change it¿. The explanted products were discarded after surgery and therefore could not be returned to the manufacturer for product analysis.

Event description:
On (B)(4) 2013 it was reported that the vns patient had undergone a full revision surgery on (B)(6) 2013 due to a broken lead and battery depletion. The lead impedance after surgery was noted to be "ok". Good faith attempts were made to the physician but no further information has been received to date. The explanted products have not been returned to the manufacturer for product analysis to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.